Event description:
Note: the date of event is unk. Initially, (B) (6) 2009, it was reported to boston scientific corporation that an extractor rx retrieval balloon was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, while preparing for the procedure, the balloon was tested and failed to inflate. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the preliminary investigation results: circumferential tear of the balloon. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found a circumferential tear at the proximal end of the balloon. The tear was straight with no jagged edges and ran half the circumferential length of the balloon. The condition of the returned incident device was consistent with the complaint that the balloon would not inflate. The most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B) (4).